Event description:
Hcp reported patient presented with signs of an infection of the device pocket. These include redness, swelling, drainage, and neck and arm pain. Cultures of the device pocket and lead track were obtained. The patient does not have meningtis. The patient was treated with both IV and oral antibiotics and total device system explant. The device was not returned to the manufacturer for analysis. Hcp reported patients infection resolved.